Event description:
It was reported from surgeon that an edwards mitral bioprosthetic valve was explanted due to bioprosthetic mitral stenosis, regurgitation and calcification after an implant duration or approximately 6 years. Operative report details indicate " the prosthetic mitral valve was very poorly visualized. It took a great deal of effort to explant the bioprosthetic pericardial mitral valve, which was partially calcified, and in addition, there was a lot of scar that had grown into the ventricular side of the leaftlets.....[after valve replacement] intraoperative transesophageal echocardiography showed a properly positioned and functioning mitral valve prosthesis without any periannular or central leaks...left ventricular ejection fraction remainded good. There were no apparent complications. The patient tolerated the procedure well and left the operating room in guarded condition."

Manufacturer narrative:
Evaluation method: x-ray. Customer report of tissue in-growth was confirmed. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue also fused leaflets leaflets 2 and 3 by 4mm at commissure 3 on the outflow aspect. Host tissue restricted mobility in the leaflets and led to stenosis. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. Minimal calcification was observed in the cusp areas of leaflets 2 and 3. The free margins of leaflets 1 and 3 exhibited minimal calcification, free margin of leaflet 2 exhibited minimal to moderate calcification. Wireform was also slightly exposed on inflow aspect. The x-ray demonstrated calcification. Device evaluation comfirms host tissue overgrowth (pannus) as the primary cause of the reported stenosis and regurgitation in addition to minimal calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. There is no information to suggest a device quality deficiency that my have cause or contributed to this event.